Event description:
Note: this report pertains to one of two devices used together. Manufacturer report # 3005099803-2011-03030 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat foot switch were used (it is unknown if they were used during a procedure). According to the complainant, fluid flow from the irrigation pump was not consistent; it was suspected that the pump mechanism on the console had malfunctioned. No visible pinch was found on the tubing. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: the complainant was able to provide the device serial number and date of manufacture. The comment to the contrary in the initial report was entered in error.

Event description:
Note: this report pertains to one of two devices used together. Manufacturer report # 3005099803-2011-03030 addresses the other device.it was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat foot switch were used (it is unknown if they were used during a procedure). According to the complainant, fluid flow from the irrigation pump was not consistent; it was suspected that the pump mechanism on the console had malfunctioned. No visible pinch was found on the tubing.attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.